Event description:
Pt was referred to an ophthalmologist due to lattice degeneration. Pt stated that no symptoms were experienced. Pt presented in 2005 an diagnosed with "uvetis ou unspecified pending labwork" and prescribed predforte gtts both eyes. The pt returned for follow up visit 9/2005. Chart indicates: "patient reported vision better. Va 20/20 od, 20/40 os with lenses in. Moderate to marked inflammation both eyes. All lab work negative.

Event description:
Pt returned for follow up in 2005. Dr noted that both eyes were "significantly improved." The pt was instructed to "taper pred forte drops left eye." The pt will be returning for follow up "sometine next year."